Event description:
The affiliate alleged the customer reported elevated cancer antigen (ca) 19-9 results, for two pts, involving unicel dxl 800 access immunoassay system. Subsequent testing produced lower results closely matching the pt's clinical conditions. The elevated results were released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field svc engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field svc engineer (fse) serviced the unit at the facility. The fse successfully completed sys check and carryover test with no issues found. The unit conformed to the MFR's published performance specs. This reportable event was identified during a retrospective review of product complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events.